Event description:
Per the clinic, the patient experienced post-operative wound infection and was treated with oral medication for 7 days (type and date not reported); however, this did not alleviate the problem. Subsequently, the patient was hospitalized (date and duration not reported) and underwent revision surgery in (B)(6) 2024 (specific date not reported) and 15 days later to clear the infection. The patient was then treated with oral antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on july 5, 2024.

Manufacturer narrative:
Per the clinic, it was also reported that the patient was placed under general anesthesia on (B)(6) 2024 during the revision surgery.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Device analysis report attached.